Event description:
A report was received that the patient had difficulty communicating his remote control with the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement. The physician suspected device malfunction with the ipg. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient had difficulty communicating his remote control with the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement. The physician suspected device malfunction with the ipg. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints were not verified. Functional tests were performed to ensure the device's functionality. The ipg passed all the required tests and revealed no anomalies. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation.